Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported touch panel failure was attributed to the temporarily malfunction of the printed circuit board or the touch panel of the subject device, and also considered that the reported image issue was caused by the electrical connection failure due to the temporarily dust adhering, or by the failure of the printed circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported event was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for use, it was found that the touch panel of the subject device could not display anything when the videoscope cyf-vha was connected to the subject device, and the endoscopic image including patient information was not displayed on the monitor. Then, when the subject device was turned on and off repeatedly, the reported problem was resolved, so the intended procedure was performed using the subject device. After that, the field service engineer checked the subject device on-site and confirmed that the same problem recurred. There was no report of patient injury associated with this event.